Manufacturer narrative:
Batch review performed on 27 january 2023: lot 2000312: (B)(4) items manufactured and released on 26-may-2020. Expiration date: 2025-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
During the first recovery day, a femur fracture was detected. At 1 day from thr the surgeon revised the stem and head.